Manufacturer narrative:
This is the same complaint as 3010536692-2015-01936. See attached.

Event description:
Allegedly, the patient was revised due to mom complications.- left. Additional information received (B)(6) 2015.